Manufacturer narrative:
Peripheral arc. Explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 21.5 diopter intraocular lens (iol) was implanted in the right eye (od) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017 by a different doctor due to patient complaints of a peripheral arc. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a monofocal lens. There was no patient injury and the patient is doing okay. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.